Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised. As reported: "patient revised due to scar tissue and flexion instability. Implant not available and no other information available due to hospital policy." A 1x9 cs insert was revised to a 1x11 cs insert.